Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Correction to the supplemental MDR 1 in field h6 evaluation conclusion codes.

Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8336-70 (sn (B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Damage found on the paddle lead is likely due to exposure to excessive tensile force resulting in electrode dislodgement, paddle damage, and the reported high impedance.

Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.